Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "tissue expander, having a hole in it".

Event description:
Healthcare professional reported "tissue expander , having a hole in it". The device was not implanted. It is unknown whether a back-up device was used. Affected side unknown.